Manufacturer narrative:
Patient code: secondary surgical intervention,explant. Work order search- no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm micl13.2 , -125 diopter was implanted and removed on (B)(6) 2018 due to high iop and unhappy vision. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Two similar complaint type event were reported for units within the same lot. (B)(4).

Manufacturer narrative:
Additional information: the reporter indicated that the lens was implanted into the patients left eye (os) on (B)(6) 2018. The lens was removed on (B)(6) 2018 due to excessive vault, pupil block with elevated iop (date assessed: (B)(6) 2018 and (B)(6) 2018), and unreactive pupil. Enlargement of pi (yag and surgical) was reported. On (B)(6) 2018 the lens was exchanged for a different diopter and shorter length lens. It was reported that this exchange resolved the problem. Additional information reported: patient had icl od without complications (B)(6) 2018. Patient had prk ou without complication (B)(6) 2018. Reporter stated that possible cause of event was ugh syndrome despite patent pi. (B)(4).

Manufacturer narrative:
Corrected data: (B)(4).